Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that the threshold suspend feature on their insulin pump would be triggered when they did not have low blood glucose. The customer stated their sensor would have low alarms when their blood glucose was stable. Customer's blood glucose was unknown at the time of the call. The customer declined to troubleshoot. The customer also reported the cannula was slightly bent on their sensor. The sensor will be returned and replaced.